Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support; however, customer declined to complete the check and will reportedly change pump supplies. Customer's blood glucose was 370 mg/dl at time of event.